Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "rupture". Later, healthcare professional reported "mastodynia" and "breast mass". This record is for the left side. Device remains implanted.

Manufacturer narrative:
Photographic device evaluation: a review of the device through photographs noted an opening on the device, however the assessment of the opening cannot be confirmed as microscopic analysis is not possible.

Event description:
Patient reported left side rupture with pain (confirmed by physician). The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.6.

Event description:
Patient reported "rupture". Later, healthcare professional reported "mastodynia" and "breast mass". This record is for the left side. Device remains implanted.